Event description:
It was reported that the patient continued to experience increased spasticity. The patient reported to the hcp that the drug effect had diminished, which resulted in increased spasticity and regression to the patient's pre-implantation condition. The hcp indicated that it was possible that the patient experienced "deterioration in the underlying disease." The patient underwent a catheter-contrast diagnostic exam on (B)(6) 2012. In performing a catheter contrast test, it was confirmed that the catheter tip had migrated downward to beneath the dura. The cause was unknown. According to the physician, the spasticity will be treated with a combination of internal medicine and botox for at least one month, with observations being taken of the treatment. Although the patient's preference is for catheter replacement, the physician wants to investigate for any abnormality in the patient's spinal cord. The outcome was noted as not recovered.

Event description:
The patient's spasticity level was indicated as having reverted back to their condition prior to their pump implant. No withdrawal symptom was observed. A CT, x-ray, and MRI were performed however a catheter dislodgement, break or flexion was not found. The physician attempted to confirm the root cause by pulling the contrast dye from the access port but the drug solution could not be suctioned from the cap. A catheter occlusion was suspected. The patient's catheter was replaced on (B)(6) 2012. When the catheter was replaced, there was no anomaly found in the catheter tip. The pump was delivering gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted in follow-up report #2 was not information intended to be reported on this event. The information was in regards to manufacturer's report # 3004209178-2012-08228. The information submitted in follow-up report #2 and any additional information regarding the intended event will be submitted in manufacturer's report # 3004209178-2012-08228.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8711, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).

Event description:
It was reported that as of (B)(6) 2012, the patient had not recovered in regards to the catheter occlusion. The patient required hospitalization or prolonged hospitalization for the treatment of the event. The catheter occlusion was noted as being unrelated to the pump and drug; but it was unknown if related to the catheter or procedure. Additional information again later received clarified that the patient's therapy was effective for 3 months, but the effect gradually weakened and the patient reverted back to how they were prior to implantation of their device the patient was receiving gait training 1 day per week since prior to screening. Multiple dose adjustments were made due to spasm control. Up to the beginning of (B)(6) 2012 the patient's gait disturbance had improved. Spasticity level returned to the pre-treatment state around (B)(6) 2012. The dose was later reduced as it was ineffective. The patient's therapy was noted as being effective up to the point of the catheter occlusion. The occlusion was due to catheter displacement in the subdural space; cause was unknown. There were no baclofen withdrawal symptoms due to the occlusion. Severity was indicated as being mild, and required hospitalization on (B)(6) 2012. Following the catheter replacement procedure, the patient's spasticity improved. The patient recovered from the spinal catheter occlusion. The patient was discharged on (B)(6) 2012, and therapy was confirmed as being effective.